Manufacturer narrative:
A visual evaluation of the returned device found the push catheter and pull wire were kinked and bent in several locations. The push catheter was cut up to expose pull wire to verify detachment of guide catheter. The guide catheter was determined to have been detached. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The investigation concluded that a device under tortuous conditions due to patient anatomy or customer manipulation and maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. Bound by kinks and bends, the device would become unable to deploy stent. Continued effort to deploy the stent likely caused detachment of the guide catheter. Therefore, "operational context" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during gallbladder extraction procedure performed in the gallbladder on (B)(6) 2016. According to the complainant, during the procedure, the guide catheter broken while releasing the stent. The broken guide catheter was retrieved using biopsy forceps and snare. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) "catheter broken". Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during gallbladder extraction procedure performed in the gallbladder on (B)(6) 2016. According to the complainant, during the procedure, the guide catheter broken while releasing the stent. The broken guide catheter was retrieved using biopsy forceps and snare. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.